Event description:
The customer contacted beckman coulter, inc. (Bci) to report that their unicel dxc 600 synchron clinical system gave erroneously low calcium (calc) results for more than 25 pt samples. The erroneous results were reported out of the lab. It is unk if there were any changes to pt treatment as a result of this event. There were no reports of death or serious injury. The customer stated that the ion selective electrode (ise) system is calibrated and a quality control (qc) is run routinely every 24 hours. Prior to the event, the calc qc results were within the lab's established ranges. The system operators noticed that calc results were low. The operator's repeated all of the samples run over the previous 24 hours. The samples were repeated on the lab's second analyzer. Some results were higher and amended reports were issued on more than 25 pt samples. The nursing staff was notified of the error as soon as it was detected. A single medwatch report was filed in 2009 for this event. This is report 18 of 25 medwatch reports filed for this event for pt 20 of 25 pts.

Manufacturer narrative:
A bci field service engineer (fse) evaluated the system and replaced the sodium (na) reference electrode and the carbon bridge. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events. This MDR represents event 18 of 25 reported by this customer.